Manufacturer narrative:
The power supply was returned to the manufacturer for failure investigation. Visual inspection of the power supply did not reveal any signs of damage or contamination. This power supply was installed into the fi test ventilator and an attempt to boot into the normal ventilation mode was made while operating on the ac source. This customer returned third generation power supply was tested and no failures were identified.

Event description:
The customer reported the device does not operate on the backup battery. The customer reported the alarm is beeping. There was no patient involvement.